Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use includes the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used five (5) cook instinct endoscopic hemoclips there was an issue with the deployment and retaining of the clips. This resulted in the intubation of the patient and extended procedure time. The following clarification was received on 10-oct-2019: patient was intubated because he aspirated blood during the procedure. The physician was unable to control the bleeding, the patient aspirated, intubated to protect airway for the extended case time. The patient ultimately developed pna [pneumonia] and was in the ICU [intensive care unit] for a longer than anticipated period of time. The following clarification was received from the physician involved on (B)(6) 2019: clips were passed through the endoscope and deployed in the channel. This led to a delay in achievement of hemostasis. Because the procedure was prolonged and initial efforts unsuccessful with the patient under mac [monitored anesthesia care] it was decided to intubate the patient since a procedural end-point was not obvious. Injection of epinephrine was tried which did reduce the rate of bleeding. This was done after the first few clips were passed and pre-deployed. The causal link between the pna and the clips prematurely deploying is uncertain. The problems with the clips prolonged the procedure and may have made an aspiration event more likely. An aspiration event is a known complication of all endoscopic procedures. A section of the device did not remain inside the patient¿s body. The clips prematurely deploying led to a delay of hemostasis and the physician decided to intubate the patient. The patient ultimately developed pna and was in the ICU for a longer than anticipated period of time. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic procedure, the physician used five (5) cook instinct endoscopic hemoclips there was an issue with the deployment and retaining of the clips. This resulted in the intubation of the patient and extended procedure time. The following clarification was received on 10-oct-2019: patient was intubated because he aspirated blood during the procedure. The physician was unable to control the bleeding, the patient aspirated, intubated to protect airway for the extended case time. The patient ultimately developed pna [pneumonia] and was in the ICU [intensive care unit] for a longer than anticipated period of time. The following clarification was received from the physician involved on 27-oct-2019: clips were passed through the endoscope and deployed in the channel. This led to a delay in achievement of hemostasis. Because the procedure was prolonged and initial efforts unsuccessful with the patient under mac [monitored anesthesia care] it was decided to intubate the patient since a procedural end-point was not obvious. Injection of epinephrine was tried which did reduce the rate of bleeding. This was done after the first few clips were passed and pre-deployed. The causal link between the pna and the clips prematurely deploying is uncertain. The problems with the clips prolonged the procedure and may have made an aspiration event more likely. An aspiration event is a known complication of all endoscopic procedures. A section of the device did not remain inside the patient¿s body. The clips prematurely deploying led to a delay of hemostasis and the physician decided to intubate the patient. The patient ultimately developed pna and was in the ICU for a longer than anticipated period of time. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.